Manufacturer narrative:
(B)(4)

Event description:
It was reported that an asymptomatic patient presented in clinic during follow-up. Increasing lead impedance was noted on rv lead. Capture threshold was elevated. The lead was capped and replaced. The patient is doing fine post procedure.